Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180 and serial # (B)(4). Problem statement: customer reported complaint on a spray of fluid under pressure not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 18nov2019 to date 18nov2020. Complaint trend: there are 2 complaints related to the above problem; date range from 18nov2019 to date 18nov2020. Manufacturing device history record (DHR) review: DHR part #659180 serial #(B)(4), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was a faulty p2 pump. Unstable aspiration from the p2 pump can fluctuations of the leakage from dripping to spraying. The fse (field service engineer) was onsite due to wo-(B)(4) on the same instrument when an additional issue came up; a spray of fluid not contained within the instrument. The fse cleaned the p2 pump before replacing it entirely which fixed the issue. They then restarted the instrument and ran tests to confirm the leak was no longer there. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair the fse continued to work on the issues in wo-(B)(4). Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident. The customer reported that the sit dripped or sprayed at times, but ultimately the spray did not significantly increase the risk of exposure since the leakage was known and the customer did not come in contact with the leaked fluid. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The leakage did not come in contact with the customer, and no other injuries were sustained due to this incident. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4). Install date: 06apr2017. Defective part number: 647939 - p2 aspirator pump. Work order notes: subject / reported: issue during (B)(4). Problem description: during (B)(4) there is dripping during the sit flush. Work performed: 11/18/20 problem vision, tidy aspirator pump p2. 20/11/20 pump p2 replaced, problem solved. Verification of good operation of the instrument, completion of the work during (B)(4). Cause: pumped p2 malfunctioning. Solution: the spare part ordered is in back order. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no. O tfs: (B)(4). O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (tfs ID): (B)(4) libivd-did-262 sample preservation during pause o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir o probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. O tfs: (B)(4) o ID: libivd-ra-71 2.1.14. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: failed waste connection. O harmful effects: injury to operator due to spraying of waste o risk control: - robust design connection to the tank. The waste connection to the chassis is housed inside the system - waste cap removed interlock. - follow universal precautions included in user documentation. O req link (tfs ID): (B)(4) libivd-did-1585 normal use o implementation verification: libivd-se-15-84ar, libivd-se-15-72p, libivd-se-15-51ir o effectiveness verification: libivd-se-15-84ar, libivd-se-15-72f, libivd-se-15-51ir o probability: 1 o severity: 1 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient: yes or no. Root cause: based on the investigation results the root cause of the spray of fluid without bleach not contained within the instrument was due to a worn or faulty p2 pump. Conclusion: based on the investigation results, the root cause of the spray of fluid without bleach not contained within the instrument was due to a worn or faulty p2 pump. During wo-(B)(4), the fse observed an additional issue in the form of a leakage during the sit flush process. The fse proceeded to clean the p2 pump, replace the pump, and then run the instrument again to verify that it was no longer leaking. No one was harmed or injured, and no medical diagnosis was performed due to this issue being found and resolved during another repair. After the repair, the fse continued to work on wo-(B)(4). The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported that while using a bd facslyric¿, spray of fluid (ethanol, sheath, biohazard, waste) under pressure occurred. There was no report of patient impact. The following information was provided by the initial reporter: during wo-(B)(4) dripping occurs during the sit flush. 1. Was the leak contained within the instrument? Not contained. 2. Was the leak in a customer accessible location? No. 3. Was there spray of fluid under pressure? Water, facsflow, facsclean. 4. What was the fluid that leaked? Liquid facsflow, facsclean. 5. What is the source of leak -- waste line or non-waste line? Non waste. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using a bd facslyric¿, spray of fluid (ethanol, sheath, biohazard, waste) under pressure occurred. There was no report of patient impact. The following information was provided by the initial reporter: during wo-01689395 dripping occurs during the sit flush. Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? No. Was there spray of fluid under pressure? Water, facsflow, facsclean. What was the fluid that leaked? Liquid facsflow, facsclean. What is the source of leak -- waste line or non-waste line? Non-waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.